Manufacturer narrative:
Other text: one medfusion 3500 pump was returned for analysis. There was a motor not running alarm in the history log. A flow test was performed, and the issue was able to be duplicated. The main board was loose and not installed properly into the extrusion. This issue was caused by the customer's incorrect assembly of the device. Calibration and repair was performed on the device along with installing the main board into the extrusion. The device passed testing.

Event description:
Information was received indicating that the medfusion 3500 pump displayed a motor stop error. There was no patient involvement.